Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown. Item #unknown, unknown cup, lot #unknown. Item #unknown, unknown liner, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision for an unknown reason. X-rays revealed dislocation. Attempts have been made, and no further information is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this report.